Event description:
The event is described as: the heated wire circuit overheated and melted at the pt end while being used with a neptune heater to administer heated humidification treatment. No pt injury reported.

Manufacturer narrative:
Sample was returned to manufacturer for eval, but investigation report is incomplete at time of this report. A follow-up investigation report will be sent when completed.